Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. Performance data collected from the device was also received and analyzed and no anomalies were found.

Event description:
It was reported that a grommet or setscrew problem with the implantable pulse generator (ipg) was causing the right ventricular (rv) lead to exhibit high impedance and no capture. The lead was disconnected from the ipg and connected to an analyzer with normal measurements. The ipg was then removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.